Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient dropped her pdm (personal diabetes manager) in the bath tub on (B)(6) 2018, and it was no longer working. On (B)(6) 2018, the patient had to go to the doctor, and was admitted to the hospital, for (diagnosed with) pneumonia, ketones, and high blood glucose levels. Treatment included an antibiotic (azithromycin, 3 day supply) for the pneumonia and manual insulin injections in attempt to bring down/control her levels. Changes were also made to her insulin doses, increasing them by 10%, as a results of this event. The patient was still in the hospital at the time of the call.